Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ supp correction g3: date received by manufacturer g6: report type ¿ updated/follow-up h2: correction h3: device evaluated by mfg-correction h10: corrected data

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.